Event description:
A customer reported encountering a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the customer successfully performed, and the error did not reoccur. The customer's sensor session started successfully afterward.